Event description:
Customer inadvertently administered the wrong type of insulin; he was advised to correct this by consuming barley sugar. Paramedics arrived, and were unable to obtain a result on the customer's performa system due to an error on the device. Customer had been using expired test strips. Customer tested 29.9 mmol/l on professional device and was taken to the hospital; he tested 29.0 mmol/l on the professional meter at the hospital and was treated with insulin. Customer was released 3 hours later when he tested 26 mmol/l.

Manufacturer narrative:
The event occurred in another country.